Event description:
It was reported that pt underwent total hip replacement in 2007, in which she rec'd a durom cup acetabular component. Post-op, patient experienced pain and in '08, was advised by dr. To have a revision surgery. Revision is scheduled for a later date.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.